Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Vagina - infection [vaginal infection]. Vagina infection - tampon [medical device site infection]. Piece of cotton from tampon left in vagina [foreign body in reproductive tract]. Tampon falling apart [device breakage]. Tampon falling apart when taken out [complication of device removal]. Consumer reported via email that the tampon fell apart during removal, leaving a piece of cotton in her vagina. No serious injury was reported.